Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+1.5/116 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2022. The lens was reported as high vault (more than 2ct) and remained implanted. The patient is stable (vision and iop wise) and is under close follow up. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim#: (B)(4).